Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, mobility. Kit uses same drill sequencing in site preparation for pf 4.0 and 4.5. This sequencing overprepped site for 4.0 pf implant. Could not achieve stability.